Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular could not pace normally. The lead was replaced and the patient was good.

Manufacturer narrative:
Analysis was normal. No anomalies were found.